Event description:
Customer claims that the alarm has no power. Customer detected visual damage to the battery connectors. There was no pt injury. Evaluation shows the alarm unit does power on and that the unit sensor does not function.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the returned alarm unit did power on. When the unit was powered on, the alarm tone was inaudible and the sensor function did not work. (B) (4).